Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the blade on device broke off. The problem occurred immediately after testing and the blade was found on the table. Another device was used to complete the procedure. There was no adverse consequence to the patient.